Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -10.0 diopter, was implanted into the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery, later that day, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
(B)(4).